Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences italy affiliate, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve, high resistance was felt when pushing the crimped valve out through the final portion of the 14fr esheath+ (the small radiopaque ring at the tip). A distal tip tear then occurred. The valve presented with no problems and was successfully implanted. It was observed that the esheath+ tip had a missing part, which couldn't be found. Per report, there were no vascular problems to the patient.